Event description:
It was reported that the patient underwent posterolateral fusion at l4-l5 using 8ccs rhbmp-2/acs due to spondylolisthesis, kyphosis and scoliosis. The estimated blood loss was 300cc, the or time was 243 minutes, the length of the hospital stay was 72 hours and the patient did not return to work. 11 months post-operatively, the patient presented with severe low back pain anterior thigh cramping. 12 months post-operatively the patient underwent l4-s1 decompression, laminectomy, spinal fusion with hardware removal. The patient was last seen 6 months post-operatively; no additional complications were reported.

Manufacturer narrative:
(B)(4) - non-union.

Manufacturer narrative:
Mastergraft matrix. (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patients underwent posterolateral fusions using rhbmp-2/acs. Fusions were from 1 to 4 levels. An unknown time post-operatively two patients required reoperation on at least one of the original surgical levels.